Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic appendectomy while stapling the appendix, the stapler was able to fired but produce poor staple formation on the first to rows and the staple line was incomplete distally. To fix the issue, a new reload with the same handle was used to complete the procedure. There was no patient injury.